Manufacturer narrative:
Concomitant medical products: product ID; etlw1613c124ee; sn unknown, ubd unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during the index procedure, unscheduled stenting within the endoprosthesis of the left common iliac artery was performed. The reason for additional stenting is unknown. As per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.